Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) leaked from air conditioning. The unit was exposed to a leak from a faulty air conditioning unit located above. Although the equipment was still functioning, leaks and black marks, probably related to the presence of fungus from the air conditioning, were visible and persistent. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number: (B)(6). Updated field: b4, b5, b6, b7, d9, d10, e1(email), e3, g3, g6, h2, h6(health effect ¿ impact codes), h3, h11. Corrected field is e1 event site address.

Event description:
It was reported during routine check that the cardiosave intra aortic balloon pump (iabp) leaked from air conditioning. The unit was exposed to a leak from a faulty air conditioning unit located above. Although the equipment was still functioning, leaks and black marks, probably related to the presence of fungus from the air conditioning, were visible and persistent. There was no patient invovled.